Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. Patient was dong well postoperatively.